Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-may-2019. The most recent information was received on 22-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower belly pain while in kneeling position'), ovarian cyst ('cysts on ovaries') and peritonitis ('peritonitis') in a 45-year-old female patient who had essure (batch no. A06680) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced ovarian cyst (seriousness criterion medically significant) and peritonitis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vulvovaginal dryness ("vaginal dryness"), breast cyst ("mammary cysts"), epicondylitis ("epicondylitis"), visual impairment ("decrease of vision"), hypoacusis ("decrease of hearing"), mood altered ("bad mood"), libido decreased ("decrease of libido"), pollakiuria ("all hours: need to urinate"), hot flush ("difficult nights with hot flashes"), tetany ("tetany in summer periods"), temperature intolerance ("can not support the heat") and suffocation feeling ("feeling of suffocation"), 3 years 9 months after insertion of essure. In (B)(6) 2019, the patient experienced abdominal pain lower (seriousness criterion medically significant), back pain ("pains in c8 and d1 (left)") and peripheral swelling ("swelling of legs"). On an unknown date, the patient experienced menorrhagia ("heavy periods during 2 years") and amenorrhoea ("no more periods"). The patient was treated with surgery (ovarian cyst removal in 2014, during peritonitis) and puncture of mammary cysts. At the time of the report, the abdominal pain lower, ovarian cyst, peritonitis, menorrhagia, amenorrhoea, back pain, vulvovaginal dryness, breast cyst, epicondylitis, visual impairment, hypoacusis, mood altered, libido decreased, pollakiuria, hot flush, tetany, temperature intolerance, suffocation feeling and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, back pain, breast cyst, epicondylitis, hot flush, hypoacusis, libido decreased, menorrhagia, mood altered, ovarian cyst, peripheral swelling, peritonitis, pollakiuria, suffocation feeling, temperature intolerance, tetany, visual impairment and vulvovaginal dryness with essure. The reporter commented: onset date of adverse events was reported as (B)(6) 2016, and period of occurrence as 6 years. Patient in sick leave since (B)(6) 2017. She was tired by her pains. The events cysts on ovary and peritonitis were reported as "cysts on ovaries removed during peritonitis". It is unclear if "tetany" (as reporter by consumer) refers to a medical diagnosis or to episodes of muscle spasms/cramps. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower belly pain while in kneeling position'), ovarian cyst ('cysts on ovaries') and peritonitis ('peritonitis') in a (B)(6) female patient who had essure (batch no. A06680) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced ovarian cyst (seriousness criterion medically significant) and peritonitis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vulvovaginal dryness ("vaginal dryness"), breast cyst ("mammary cysts"), epicondylitis ("epicondylitis"), visual impairment ("decrease of vision"), hypoacusis ("decrease of hearing"), mood altered ("bad mood"), libido decreased ("decrease of libido"), pollakiuria ("all hours: need to urinate"), hot flush ("difficult nights with hot flashes"), tetany ("tetany in summer periods"), temperature intolerance ("can not support the heat") and suffocation feeling ("feeling of suffocation"), 3 years 9 months after insertion of essure. In (B)(6) 2019, the patient experienced abdominal pain lower (seriousness criterion medically significant), back pain ("pains in c8 and d1 (left)") and peripheral swelling ("swelling of legs"). On an unknown date, the patient experienced menorrhagia ("heavy periods during 2 years") and amenorrhoea ("no more periods"). The patient was treated with surgery (ovarian cyst removal in 2014, during peritonitis) and puncture of mammary cysts. At the time of the report, the abdominal pain lower, ovarian cyst, peritonitis, menorrhagia, amenorrhoea, back pain, vulvovaginal dryness, breast cyst, epicondylitis, visual impairment, hypoacusis, mood altered, libido decreased, pollakiuria, hot flush, tetany, temperature intolerance, suffocation feeling and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, back pain, breast cyst, epicondylitis, hot flush, hypoacusis, libido decreased, menorrhagia, mood altered, ovarian cyst, peripheral swelling, peritonitis, pollakiuria, suffocation feeling, temperature intolerance, tetany, visual impairment and vulvovaginal dryness with essure. The reporter commented: onset date of adverse events was reported as (B)(6) 2016, and period of occurrence as 6 years. Patient in sick leave since (B)(6) 2017. She was tired by her pains. The events cysts on ovary and peritonitis were reported as "cysts on ovaries removed during peritonitis". It is unclear if "tetany" (as reporter by consumer) refers to a medical diagnosis or to episodes of muscle spasms/cramps. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.